Event description:
It reported by the customer, during a diagnostic (screening) colonoscopy using an exera iii colonovideoscope, the patient experienced a sigmoid colon perforation said to be due to inability to retroflex the scope. The patient was transferred to the main hospital via ambulance where she was triaged in the emergency room, and later taken to the operating room for surgical closure of the sigmoid colon. The patient's current condition is reported as stable and recovering.